Event description:
Touch screen display not responding, options displayed but would not respond when selection made. Biomed contacted; evaluated monitor, confirmed problem, replaced the touch screen display. Functional test completed and returned to service. No patient information available.